Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose, no delivery alarm and moisture damage. Customer's blood glucose level was 27.2 mmol/l. Customer treated their high blood glucose via insulin pump. Troubleshooting for no delivery alarm was performed. Customer reported the alarm occurred during bolus delivery. Customer removed the reservoir and realized insulin leaked into the reservoir chamber. Customer performed and passed the self-test. Customer was advised the infusions et and reservoir would be replaced and they agreed to return the products for analysis.